Manufacturer narrative:
Results: the px slim delivery microcatheter (px slim) was kinked approximately 2.3, 9.5, 75.5 cm from the hub. Conclusions: evaluation of the returned device revealed that the px slim was kinked in multiple locations along the catheter shaft. This type of damage typically occurs due to improper handling during preparation. If the device is removed from the packaging hoop at an extreme angle, the px slim may become kinked. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization, the physician first advanced an angiographic catheter into the left internal iliac artery (iia) and then opened a px slim delivery microcatheter (px slim). While taking the px slim out of the packaging hoop, the physician found a kink 60 centimeters from the proximal end of the px slim. The kinked px slim was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new px slim.